Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 6 months following a vlv evolutpro-26-us implant procedure, the patient was hospitalized due to complete heart block and respiratory failure. During hospitalization, severe central aortic regurgitation was noted. The patient required unspecified medications, and their hospitalization was prolonged due to the severe central aortic regurgitation. A temporary pacemaker was required, and a permanent pacemaker was planned. A computed tomography scan was conducted as part of a possible transcatheter aortic valve replacement workup. Additional information was received that a non-medtronic valve was implanted valve-in-valve.

Event description:
It was reported that approximately 5 years and 6 months following a vlv evolutpro-26-us implant procedure, the patient was hospitalized due to complete heart block and respiratory failure. During hospitalization, severe central aortic regurgitation was noted. The patient required unspecified medications, and their hospitalization was prolonged due to the severe central aortic regurgitation. A temporary pacemaker was required, and a permanent pacemaker was planned. A computed tomography scan was conducted as part of a possible transcatheter aortic valve replacement workup.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.